Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient's ins was flipped and it was uncomfortable and felt like they had a growth coming out of them. Patient stated it started about a month ago and thought it was (B)(6) or (B)(6). Patient recently lost weight and noted it was not a lot, it was (B)(6), and that they were now at the weight they were when they had their device implanted. Patient had not had any falls or trauma and their implant site was not red or swollen, but was protruding. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.